Event description:
The customer called to see what alarm 62 meant on an e170 modular analytics immunoassay analyzer when a patient sample was tested for elecsys estradiol iii assay (estradiol iii). Based on the data provided, an erroneous estradiol iii result was reported outside of the laboratory. The patient sample had been tested and an alarm 62 (reagent short alarm) was produced with no result. The customer ran the sample again and the result was 223.9 pg/ml. This result was reported outside of the laboratory where the physician questioned it. The sample was repeated and the result was <5 pg/ml. The repeat result of <5 pg/ml was believed to be correct. The customer was advised that the alarm 62 means that either the procell or cleancell liquid was too short. No adverse event occurred. The estradiol iii reagent lot number was 17399800 with and expiration date of 09/30/2017. The customer also mentioned there were elevated t4 and t uptake results at the same time as the estradiol iii results, however, no specific results were provided and the results were not reported outside of the laboratory. The field service engineer (fse) visited the customer site and found that the wash station was not draining properly due to cleaning material in the drain tubing. The wash and drain tubing was removed from the instrument. The fse reinstalled the tubing and adjusted the position. A system air purge was performed along with mechanism checks. No errors were received. All wash volumes and water pressures were within specification. The result with the 62 alarm was caused by low levels or no procell. The fse indicated the error occurred directly after daily maintenance cleaning the procell/cleancell refill nozzles. Since no issues were found with the refill nozzles, it is likely that daily maintenance was not completed according to the operator¿s manual (e.g. The nozzles were not pushed completely back into position. There was no leakage observed at the procell aspiration filter. The investigation determined that the wash station issue found by the fse was the root cause of the event. This issue causes carryover from a previous sample and explains the erroneous result. The analyzer worked according to specification after the fse cleaned it. The customer has not had any further issues.